Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient presented to clinic reporting tones from this implantable cardioverter defibrillator (ICD) after being lost to follow-up for three years. The device could not be interrogated. As the device was part of a previous advisory communication the physician elected to explant and replace the device. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was unable to be interrogated upon return, confirming the reported clinical findings. As the device could not be interrogated, analysis of device memory was not possible. The battery voltage was lower than expected and it was concluded that no therapy was available at the time of explant. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Event description:
--